Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a low blood glucose (bg) ranging from 40-351 mg/dl. Customer required assistance consuming carbohydrates and juice to treat bg level. Reportedly, a pump reset was performed to address the pump software issue and the customer continued to use pump for insulin therapy.